Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. A double stop was performed. The case was aborted with the patient under general anesthesia. The pnp recovered. No further patient complications have been reported as a result of this event.